Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer stated that the pump was blocked and it was impossible to stop the display on the pump.

Manufacturer narrative:
The insulin pump was received with unresponsive up and down buttons due to corroded keypad traces. No button error alarm during testing. No unexpected numbers ramping or scrolling during our testing. No blocked keypad function noted. The insulin pump has cracked lcd window, cracked case at the display window corners, cracked belt clip slot and broken reservoir tube lip.